Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter hmx autoloader analyzer generated erroneous differential results with instrument generated flags for two patient samples. No erroneous results were reported out of the laboratory. Manual differentials were performed on both of the specimens. Specimens were also repeated on the original instrument. The first patient's specimen recovered instrument generated flags for both the white blood count (wbc) and differential parameters. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The samples were collected in a bd vacutainer tube. Controls were run before and after this incident and recovered within assay limits. Per the customer controls are run twice per day. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and was unable to reproduce the problem. The fse verified the differential pump volumes, ran reproducibility, and qc to verify the instruments operation. The root cause for the erroneous differential results is unknown; however, the instrument did generate appropriate flags to alert the operator to further review the sample.